Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900aeu neopuff infant resuscitator had broken off during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was received for service at our fisher & paykel healthcare (fph) service centre in (B)(4), where it was inspected by a trained fph technician. Our investigation is based on the service findings and photograph provided by our service centre. The returned neopuff unit was visually inspected for damage and performance tested in accordance with the neopuff technical manual. Results: visual inspection revealed that the gas outlet port of the returned neopuff unit had broken off, confirming the reported fault. A lot check revealed one other complaint of this nature for lot number 110408. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas outlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." A replacement fascia and valve system has since been fitted on the subject neopuff unit. It was returned to the hospital after passing the performance checks.